Manufacturer narrative:
An investiation is underway. Upon completion of the investigation, results will be forwarded.

Event description:
It was reported to tyco healthcare that a customer had a problem with a tenckhoff catheter. The customer reports that the tenckhoffs had been implanted in the patient for a while, the nurse discovered the diameter of the tenckhoff catheter became thinner, in order to make sure the safety of the pd treatment the patient was sent back to the or to change the tenckhoff catheter.